Event description:
It was reported that the patient was admitted to the emergency room. The patient experienced pain near the rib cage and chest area. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited no threshold capture along with inadequate r-wave sensing amplitudes. The lead was deactivated and the device was reprogrammed prior to the procedure. The lead was revised successfully (B)(6) 2021. The patient was stable before, during and after the procedure.